Manufacturer narrative:
The subject device has been returned to an olympus service center for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when connecting a scope to the subject device, sometimes a blackout of the image would occur. The reported issue was reproduced with multiple scopes. The reported issue occurred during an unspecified diagnostic procedure. The intended procedure was completed using another device of the same model. There was no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent loss of image was caused by another device that was connected. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.